Event description:
Pt underwent juvederm injection, had mild effects. Subsequently developed marked edema and induration. Consult with other physician. Why was the person using the product: rhytids. Did you report this problem to the company that makes the product (the MFR): tried, unable to get through. "Name of the company that makes the product: alloderm."